Event description:
Affiliate reports that, hypo-drainage occurred 4 weeks after the valve was implanted on a baby who suffered from hydrocephalus (with hyperprotein csf). The doctor decided to revise the valve. Also reported as clinical consequences. Macrocrania resumption and feeding difficulties.

Manufacturer narrative:
Codman has rec'd the valve for evaluation. Upon completion of the investigation, a follow up report will be filed.